Event description:
Physician was attempting to remove kidney stone using a stone retriever. Stone was embedded in pt's tissue. When surgeon attempted to pull stone free, resistance was too great and the basket frayed and broke. Due to this, invasive abdominal surgery became necessary and pt was upgraded from outpatient to inpatient.